Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that some time post port placement, the port allegedly failed to return blood. It was further reported that after port examination, the catheter was allegedly found to be fractured. Reportedly, the catheter migrated to the right ventricle. The device was then removed and replaced. Patient current status is unknown.

Event description:
It was reported that some time post port placement, the port allegedly failed to return blood. It was further reported that after port examination, the catheter was allegedly found to be fractured. Reportedly, the catheter migrated to the right ventricle. The device was then removed and replaced. Patient current status is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review, a device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one MRI powerport MRI isp attached to a groshong catheter segments were returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The investigation is confirmed for the reported catheter fracture and material separation issue as a circumferential break was observed to the catheter within the cath-lock and the edge of the complete circumferential break appeared jagged. The distal end of the catheter segment was not returned for evaluation. However, the investigation is inconclusive for the reported suction and migration issue as the exact circumstances at the time of the reported event are unknown. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.